Event description:
It was reported that the colonovideoscope was leaking black water after being reprocessed in the olympus endoscope reprocessor (oer-elite), with the fluid coming out of the distal end of the insertion tube. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.